Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Additionally, it is alleged that patient had metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Patient is a resident of (B)(6). Update: 12/12/2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update 2/2/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the (B)(6) 2011 revision note indicated metallosis, subluxation, 800mls of blood loss (no indication to the cause), and acetabular fracture. The cup was noted to be loose and detached. Lab results also indicated elevated metal ion levels. Only the part/lot has been provided for the femoral head and cup. An unknown screw, and stem are being added to the complaint. Part/lot is being updated. The complaint was updated on:2/26/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The search and/or review of device history records was not possible against the unknown product/lot code combinations. Medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges difficulty of walking.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Additionally, it is alleged that patient had metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Patient is a resident of (B)(6) . Update: 12/12/12 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update 2/2/16-pfs and medical records received. After review of the medical records for MDR reportability, the (B)(6) 2011 revision note indicated metallosis, subluxation, 800mls of blood loss (no indication to the cause), and acetabular fracture. The cup was noted to be loose and detached. Lab results also indicated elevated metal ion levels. Only the part/lot has been provided for the femoral head and cup. An unknown screw, and stem are being added to the complaint. Part/lot is being updated. The complaint was updated on:2/26/2016. Update ad 1 aug 2018: (B)(4) has been re-opened to (B)(4) due to receipt of ppf and medical record. There are no new allegations reported. After review of medical record for MDR reportability, patient was revised to address right superior acetabulum fracture. Revision notes stated that a 750-1000cc brown fluid was noted but negative from bacteria after it was cultured. There is a segment in the posterior aspect of the hip in the medial portion that appeared to be contractile musculature, and there appeared to be rugae present and this could be intestinal which contract with stimulation mechanically. The hip was dislocated, the femoral head was removed from the stem. Acetabular fracture was noted superiorly and there is a translocation of the of the acetabular component. The anterior and posterior columns of the acetabulum had fractured and were translated medially. Patient harm was already reported. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip).